Event description:
It was reported that during pre-surgery, it was observed that the small battery drive device did not stop running after the trigger was released. According to the report, the device ¿checked out good¿ prior to sterilization. It was further reported that the scrub technician discovered the alleged malfunction prior to the start of surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was received. It was reported that the event occurred on january 15, 2015. It was reported that there was no delay in the event as an identical spare device was available or use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.